Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The vascular access site was located in the right radial artery and the 90% stenosed target lesion was located in the proximal right coronary artery (rca). When attempting to advance a quantum maverick 4.0x12mm balloon down the vessel, the shaft of the catheter "snapped". The device was removed from the patient and another of the same was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick monorail balloon catheter separated into two pieces. The appearance of the hypotube fracture surfaces are mostly consistent with the device being kinked prior to the break. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The vascular access site was located in the right radial artery and the 90% stenosed target lesion was located in the proximal right coronary artery (rca). When attempting to advance a quantum maverick 4.0x12mm balloon down the vessel, the shaft of the catheter "snapped". The device was removed from the patient and another of the same was used to complete the procedure. No patient complications were reported.